Event description:
International customer reported poor wound drainage was noted as only 10 ml drainage was obtained on the first day of use, where usually 50-60 ml of drainage is obtained. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: no device failure detected and device functional as intended. Conclusion: user error caused event. Product labeling warns that an effective closed suction system requires maintenance of the system to preserve patency. All wound drainage via the drain ceases in the event of occlusion of the drain. Careful attention to the drain will minimize the possibility of the problem. Clotting is a physiological response to various precipitating factors and no specifically caused by the structure of the device.